Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed forty-three other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "leaking" . Additional information received 06/06/2022: nursing staff experienced leaking at hub connector it was reported this occurred with seven devices. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the luer connection was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powerpicc catheter. The catheter was untrimmed and appeared free of obvious use residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. Attachment of several accessories to the luer adapter was unremarkable. Microscopic inspection of the sample was unremarkable. The luer adapter appeared well formed. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the customer "leaking" additional information received 06/06/2022: nursing staff experienced leaking at hub connector. It was reported this occurred with seven devices. This report addresses the first device.